Event description:
During the evaluation of the device, the gastrointestinal videoscope was found to have foreign material clogging the air/water nozzle. There was no involvement of patients.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation's results, the root cause could not be identified. We could not identify the material or specify when and how it clogged the nozzle. Reviewing the device history record found no deviations that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor the field performance of this device.